Event description:
The customer reported a ventilator display does not power on. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the liquid crystal display (lcd) and provided the part identification number.

Manufacturer narrative:
The rse advised the customer that they may need to replace the liquid crystal display (lcd) and provided the part identification number. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.